Event description:
While advancing the wire through the sub-intimal space, the physician used an inflated pta balloon catheter as a support device. The wire was then advanced along with the inflated balloon through the sub-intimal space and an unsuccessful attempt was made to re-enter the true lumen with the wire. The lesion was described as severely calcified. However, the wire looked "strange" under fluoroscopy and was removed. Part of the distal portion of the wire was bent and a section of the coilwire was stretched. Confirmed bent and kinked distal tip as well as distally stretched tip coilwire. The exact cause of this damage was not determined, but it appears to be related to the procedure. Controls are in place to detect and prevent damaged/kinked products from leaving the facility. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the information available, it appears that the problem experienced by the customer may have been caused by procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.